Manufacturer narrative:
Device malfunction and pump failure were reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams700 cylinders were visually inspected and functionally tested. There were leaks in both cylinders that was the result of sharp instrument damage consistent with explant damage and avulsion. Both cylinders had broken fabric threads. The allegation of malfunction was not confirmed due to the explant damage. The ams700 pump was visually inspected and functionally tested. No leak was found. The deflation test results were out of specification, it took greater than 14 seconds to deflate from 20 psi to 4 psi. The specification is 14 seconds or less. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Reservoir model- 72404161 lot sn- (B)(4) mfg date- 07/13/2017 exp date- 07/13/2022 gtin- 00878953003238. Pump model- 72404310 lot sn- (B)(4) mfg date- 10/26/2016 exp date- 10/26/2021 gtin- 00878953003986.

Event description:
It was reported that due to a mechanical failure and a pump failure with no erection the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was added that only after 1.5 years the implant failed and needed a replacement. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. It was further reported that the patient is doing well after this surgery.

Manufacturer narrative:
Reservoir: model- 72404161, lot sn- (B)(4), mfg date- 07/13/2017, exp date- 07/13/2022, gtin- (B)(4). Pump: model- 72404310, lot sn- (B)(4), mfg date- 10/26/2016, exp date- 10/26/2021, gtin- (B)(4).

Event description:
It was reported that due to a mechanical failure and a pump failure with no erection the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was added that only after 1.5 years the implant failed and needed a replacement. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. It was further reported that the patient is doing well after this surgery.